Event description:
The rptr, a pharmacist, stated that customer did meter to lab comparison tests, 30 mins apart. The reported meter reading was 112 mg/dl, and lab test result was 143 mg/dl. No symptoms were reported. On followup, the meter owner confirmed the reported results; however, the test was a comparison test to customer's dr's meter (type unknown). Customer had tested fasting at home at 7:45am, and saw the dr at 8:30am. Three hours later, customer tested back to back on the meter with results of 100, 117, 119 mg/dl. No harm was alleged.